Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's insulin pump alarmed for hardware low level failures. Customer's blood glucose was unknown. Self test was performed but it failed. Insulin pump will be return for analysis.